Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0018 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after a catheter was placed in this patient, a nurse found continuous blood was flowing out of the catheter. After catheter flushing and locking, blood outflowing continued. Blood was seen in extension tubing 3 minutes after connecting with the joint under positive pressure and catheter flushing and locking.